Event description:
It was reported that there was a problem with the pt programmer and the pt could not adjust stimulation. Later, there were telemetry issues and the possibility of a dead battery. The pt last used stimulation two weeks ago because the pt did not like how the stimulation felt. A physician recharge mode (prm) was attempted for a potential power-on-reset (por) but there was no response from the implantable neurostimulator (ins). An MRI was performed on (B)(6)-2011 and following the MRI the pt programmer would not communicate with the ins. The pt was to have the battery replaced on (B)(6)-2011.

Event description:
Additional information received reported that 3 physician mode recharges and other troubleshooting had been attempted with no success. The patient had not used the implantable neurostimulator (ins) very often and the settings were no more than 3.2. The ins was replaced. The patient outcome was not given.

Event description:
Additional information received reported stimulator quit working and there was not normal battery depletion. There was no patient death. It was reported that hours of troubleshooting were done. After the battery was replaced, a new battery was reprogrammed and the patient was receiving stimulation.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702, serial # (B)(4) determined there was no telemetry until the battery was disconnected and a por occurred. The original battery was reconnected and after a current drain test the ins was functionally okay. The ins returned with no output on any pair and no telemetry possible when received. No telemetry issue occurred around the time of the patient MRI. No change occurred after physician mode recharge (pmr), interrogation with patient programmer or interrogation with rx1. During destructive analysis battery was disconnected and por occurred. No hybrid or battery visual anomalies. Telemetry and good stable output on all pairs with dc power supply and original battery after por.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.